Event description:
Customer reported a tear at the junction of the tubing and the hard plastic that is inserted in the pump prior to closing the door. The fluid used was normal saline, as soon as the infusion started at 500cc/h the pump alarmed for air-in-line and at that time the nurse noted fluid on the floor. There was no pt harm. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tear on the tubing was confirmed. During visual inspection of the set it was noted that the silicone tubing was almost completely separated from the lower fitment. The cause of the tear on the lower silicone segment was not identified. The lot number was identified. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.